Manufacturer narrative:
Date of publication risks of ischemic and bleeding events of drug-eluting stents: a nationwide population-based cohort study. Pharmacoepidemiology and drug safety (netherlands), volume:27, 216 : aug 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a journal looking at the risks of ischemic and bleeding events of drug eluting stents (des) across the various types of des that resolute stents were implanted in a percentage of patients included in the study. Adverse events reported included ischemic, bleeding and death events with risks not differing between the various types of des used to treat patients.